Event description:
It was reported that the caller experienced a cartridge alarm 20 with their pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged to send a replacement pump, advising the customer to return the malfunctioning pump using the provided return box and pre-paid label within 10 days. The customer understood and acknowledged the steps required upon receiving the replacement, including putting the pump into storage mode before returning it.